Event description:
It was reported that dissection requires additional intervention. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2025 as part of the clinical trial. The target lesion #001 was in the left proximal superficial femoral artery, mid superficial femoral artery and distal superficial femoral artery with 7 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 426 mm lesion length with 100 % stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using study device, 5 mm x 120 mm ranger drug coated balloon. Following treatment was performed by placement of 7 mm x 120 mm eluvia drug eluting stent. Post procedure, the final residual stenosis was noted to be 0 %. On (B)(6) 2025, on the same day of index procedure, during the treatment of target lesion #001, dissection of grade a was noted in the target lesion 001 due to 5 mm x 120 mm ranger drug coated balloon. The site confirmed dissection was due to 5 mm x 120 mm ranger drug coated balloon. In response to the complication, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 0%. The site has been queried to confirm per pi opinion, if the dissection meets reportable criteria of ade or sade per protocol. On the same day, the complication of dissection was resolved. On (B)(6) 2025 the subject was discharged from hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2: patient age- 84 years old (at the time of enrollment).